Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was flickering intermittently. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and found the device working correctly; customer issue was not duplicated. The stm opened the device and checked the video controller, top cable, curley monitor cord, and both halves of the monitor and found no obvious problems with any of the components. The customer and the stm decided to let the iabp run for a week with a trainer and test balloon. After letting the iabp pump for a week, no problem was found. The stm then performed full functional and safety tests and all tests passed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the screen of the cs300 intra-aortic balloon pump (iabp) was flickering intermittently. It was later reported by the customer that the screen was broken and unreadable. No adverse event was reported.